Event description:
Litigation alleges that the patient suffered pain, injury to body and extremities and excessive levels of chromium and cobalt. Update (B)(4) 2012 - patient fact sheet was received. The part/lot numbers have been received. There is no new information that would change the outcome of the investigation. Update (B)(4) 2013 ¿ plaintiff fact sheet was received. The dor was updated. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 update - medical records received (B)(4) 2013. Revision operative report indicates the following: moderate corrosion; intra-articular joint filled with a fibrinous lytic material; substance within the opening of the head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.